Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure  the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected.   Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that a loose power port was noted on the controller. An elective controller exchange was performed and it was noted that there were no effect on patient.&#2062;o additional information available.&#842;

Manufacturer narrative:
Con098711 was returned for evaluation.various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release but there was a rework done for a new power board that was unrelated to the event. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose port 2 connector, confirming the event details. Internal inspection found that the nut behind port 2 was loose but that there was no sign of fluid ingress or contamination within the controller housing. One possible root cause for the loose port is a shift in the manufacturing process however, an internal investigation has been opened by the supplier to evaluate the controller loose connector and implement corrective actions as required. A notification was sent to hospitals under fsca apr2016 was initiated on may 5th, 2016 to inform clinicians about this issue and to recommend that the connectors on patients' controllers be inspected on a periodic basis to check for the presence of this condition. Users are further instructed to exchange any controllers that are identified with loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.